Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer contacted baxter's (B)(4) to report an alarm on the homechoice (hc) machine during dwell 1. The home patient (hp) stated that the supply bag fell off the table and disconnected. The baxter technical service representative advised the hp to contact the peritoneal dialysis registered nurse the next morning. The hp would complete therapy with new supplies. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.